Manufacturer narrative:
Reporting address line: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the ventilator cannot use ac power to bootup. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that he cannot start the unit using ac power but can start normally using battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the power supply was replaced to address the reported issue.